Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -10.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. Upon assing on (B)(6) 2018, elevated iop of 39 mmhg without pupil block and angle closure. Lens was explanted on (B)(6) 2018 with no plans to exchange lens. After removal of lens, the patient's intraocular pressure returned to normal.